Event description:
The pt had been experiencing increased spasticity. The pt was diagnosed with an infection and admitted to the hosp for IV antibiotics. The spasticity improved and the pt was discharged to home. Approx one wk later, the spasticity returned. The hcp planned to refill the pump and found the actual reservoir volume to be 17cc and the expected was 2cc. The hcp reported no low battery alarm ever occurred upon interrogation or by sound. The pump was replaced.